Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Brush head shot loose/broke in mouth when brushing [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2016 that the oral-b power oral care refills pro bright shot loose/broke in his/her mouth when he/she was brushing with an oral-b rechargeable toothbrush, version unknown. No symptoms developed. On (B)(6) 2016 received follow-up e-mail from consumer: the consumer reported that he/she immediately threw away the rest of the brushes, and that he/she used a standard electric toothbrush. No further information was provided.